Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, themre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products left-mentor smooth round high profile 560cc saline breast implants, catalog number 3503560, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation with mentor smooth round high profile 560cc saline breast implants which the right side deflated after implantation. Doctor confirmed upon examination right breast implant deflation. As a result patient had the device removed on (B)(6) 2019.